Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noted air bubbles in the cartridge patient line and the infusion set tubing. The customer's blood glucose (bg) level was 400 mg/dl. The customer delivered correction boluses with the pump. The air bubbles did not clear, so the customer reverted to the use of a backup pump. During troubleshooting with tandem technical support, the customer was instructed to perform fill tubing to expel the air bubbles and the customer acknowledged.